Manufacturer narrative:
Device received with missing lcd segment due to cracked and bleeding lcd glass. Device received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a partial display. The customer's blood glucose level was 272 mg/dl. The customer stated that the screen of the insulin pump was hard to read. The customer was assisted with the troubleshooting and it was concluded that the pump need to be replaced. The insulin pump will be returned for the analysis.